Manufacturer narrative:
The sample is expected to return for evaluation. A follow-up report will be submitted once the sample has been received and reviewed.

Event description:
During the use the doctor found the tip of the guidewire was left in the patient's body and then the doctor opening another two new 651506300 and the doctor also found the two new guidewires also detached so in this patient the doctor using the 3 packages of the 651506300 and all the 3 guidewires were detached. The doctor was very furious at those guidewires because this is not the first time the guidewire detached. Please see the picture first and unfortunately, we only can provide you two guidewires for you so please reply us as soon as possible.

Event description:
During the use the doctor found the tip of the guidewire was left in the patient's body and then the doctor opening another two new 651506300 and the doctor also found the two new guidewires also detached so in this patient the doctor using the 3 packages of the 651506300 and all the 3 guidewires were detached. The doctor was very furious at those guidewires because this is not the first time the guidewire detached. Please see the picture first and unfortunately, we only can provide you two guidewires for you so please reply us as soon as possible.

Manufacturer narrative:
Two opened samples and an image were provided for review. The welds were visible on the two returned guidewires. The guidewires were measured against the specifications in drawings dwg-cr341041 and dwg-cr341040, and the parts met specification. The guidewire coils were unraveled and the paddle was observed. No damage or missing parts were noticed to the paddle. The picture sent by the customer was reviewed, and no detachment was observed. Since the products were within specification, no corrective action will be performed at this time. However, argon will continue to monitor for recurrence.